Manufacturer narrative:
Additional information was provided for archived sample testing on (B)(6) 2016. This additional information does not impact the previously reported product evaluation.

Event description:
Additional archived sample testing results were provided, as follows: information provided 05/24/2016: archived sample: (B)(6) the erythrocyte mass was provided for transfusion. On (B)(6) 2014: prism hcv: (B)(6). On (B)(6) 2016: roche cobas: reactive. On (B)(6) 2016: confirmatory testing as follows: immunoblot: indeterminate.

Manufacturer narrative:
Additional archived sample testing results were provided and has been documented. Evaluation in-process.

Event description:
Additional archived sample testing results were provided, as follows: information provided (B)(6) 2016: archived sample: (B)(6) the erythrocyte mass was provided for transfusion. On (B)(6) 2015: prism (B)(6). Cobas method not tested. On (B)(6) 2016: confirmatory testing as follows: immunoblot: indeterminate. Architect (B)(6). (B)(6) core ag: (B)(6). Innotest (B)(6). Information provided (B)(6) 2016: archived sample: (B)(6). The erythrocyte mass and platelets from the blood donation were provided for transfusion. On (B)(6) 2015: prism (B)(6). Cobas method: positive (date not provided). Immunoblot: indeterminate. Architect (B)(6). (B)(6) core ag: (B)(6). Innotest (B)(6). Information provided (B)(6) 2016: archived sample: (B)(6). The erythrocyte mass was provided for transfusion. On (B)(6) 2014: prism (B)(6). On (B)(6) 2016: cobas method (B)(6). Confirmatory testing pending.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. A review of labeling concluded that the issue is adequately addressed. Return sample (sample ID (B)(6)) was received and tested with prism hcv reagent lot 55289li00 instead of complaint lot 52454li00 which is expired. The result was (B)(6). Therefore, the customer's observation was repeated. The return sample ID (B)(6) was tested with prism (B)(6) reagent lot 55289li00. The result was (B)(6). Therefore we could repeat customers observation. Furthermore supplemental testing was performed: liaison diasorin (B)(6) ab was (B)(6) for all samples. The sample was (B)(6) with vidas (B)(6). Mikrogen recomline (B)(6) igg detected the band ns4 (+/-) and the result is negative for sample (B)(6). (B)(6) score detected the band ns4 (1+) for sample (B)(6). The interpretation of the results was indeterminate. A retained kit of prism hcv, list number 6a52-48, lot number 55289li00, (which was used to test the return sample) was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (B)(6). The seroconversion panel results were compared to prism hcv test results provided by (B)(4). The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review was performed for non-conformances and deviations associated with the affected reagent lot. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Based on this investigation, it is determined that prism hcv assay kits, lot numbers 52454li00 and 55289li00 are performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Event description:
Additional information was provided on 04/07/2016, as follows: archived sample ID (B)(6) the erythrocyte mass from the blood donation was provided for transfusion. On (B)(6) 2014: prism (B)(6): (B)(6); on (B)(6) 2016: roche cobas: (B)(6); on (B)(6) 2016: confirmatory testing as follows: immunoblot: indeterminate; architect (B)(6): (B)(6); (B)(6) core ag: (B)(6); archived sample ID (B)(6) the erythrocyte mass and platelets from the blood donation was provided for transfusion. On (B)(6) 2014: prism (B)(6): (B)(6), on (B)(6) 2016: roche cobas: (B)(6).

Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6), which also tested (B)(6), while using the prism hcv assay. During a retrospective review of archived samples the blood donor was thawed and retested using the roche cobas method and a reactive result was generated. The following data was provided: (B)(6). No impact to any recipients of the blood products has been reported.

Manufacturer narrative:
Additional information was provided for archived sample testing on (B)(4)2016. This additional information does not impact the previously reported product evaluation.

Event description:
Additional archived sample testing results were provided, as follows: information provided (B)(4) 2016: archived sample ID (B)(6). On (B)(6) 2016: confirmatory testing as follows: immunoblot: indeterminate; hcv core ag: (B)(6); architect anti-hcv: (B)(6). Archived sample ID (B)(6) the erythrocyte mass and platelets from the blood donation was provided for transfusion. On (B)(6) 2014: prism hcv: (B)(6). On (B)(6) 2016: roche cobas: (B)(6).

Manufacturer narrative:
Additional information was provided for archived sample testing on 07/15/2016. This additional information does not impact the previously reported product evaluation.

Event description:
Additional archived sample testing results were provided for 3 additional retrospective sample testing and confirmatory testing for sample ids: (B)(6) on 07/15/2016, as follows: archived sample: ID (B)(6) the erythrocyte mass was provided for transfusion. On (B)(6) 2012: prism (B)(6): negative. On (B)(6) 2016: roche cobas: (B)(6). On (B)(6) 2016 confirmatory testing as follows: immunoblot: indeterminate. Archived sample: ID (B)(6) the erythrocyte mass was provided for transfusion. On (B)(6) 2012: prism (B)(6): (B)(6). On (B)(6) 2016: roche cobas: (B)(6). On (B)(6) 2016 confirmatory testing as follows: immunoblot: indeterminate. Archive sample ID (B)(6) the erythrocyte mass and platelets from the blood donation was provided for transfusion. On (B)(6) 2011: prism (B)(6): (B)(6). On (B)(6) 2016: roche cobas: (B)(6). On (B)(6) 2016 confirmatory testing as follows: immunoblot: indeterminate.

Manufacturer narrative:
Additional information was provided for archived sample testing on (B)(6) 2016, documented in describe event or problem. This additional information does not impact the previously reported product evaluation.

Event description:
Additional archived sample testing results were provided for 4 additional retrospective sample testing from the same donor and confirmatory testing for sample ids: archived sample: (B)(6) there is no information indicating whether the unit was made available for use. (B)(6).

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: (B)(4) is being replaced by (B)(4).

Manufacturer narrative:
This correction is being filed to document the correct manufacturing location. The manufacture location was incorrectly documented as: (B)(4) the location has been corrected, to reflect the address in (B)(4).